Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose of 42 and 52 mg/dl. The customer¿s current had blood glucose level was 64 mg/dl. The customer was treated with food. The customer declined troubleshoot for low blood glucose. The drive support cap appears normal. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. The customer was neither in the emergency room, nor admitted into hospital as a result of low blood glucose. The insulin pump will not be returned for analysis.